Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using the applicable instructions for use and risk files. Functional testing and dimensional analysis could not be performed since the device was not returned. No pre-existing conditions were reported. The reported device had been placed on tooth number 30 for approximately 3 years. X-ray or picture images were not provided. DHR review for the lot (1200856) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1200856) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction and the reported events could not be verified since the product was not returned and no pictorial evidence was provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided. Device not returned.

Event description:
It was reported that abutment screw (iunihg) fractured within the implant at position number 30. No injury was reported. Fragment screw expected to be removed. Implant remains implanted at the time of this report.